Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlock on connector on the lcd keypad however, the buttons responded properly after locking lcd keypad connector. No damage was found on the electronics noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with unresponsive buttons. The customer's blood glucose level was reported to be normal. No further information provided.